Event description:
A peritoneal dialysis (pd) nurse reported a patient developed peritonitis. The patient presented with cloudy effluent and was treated with vancomycin.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. Related mdrs: 2937457-2014-00562 and 1713747-2014-99946.